Manufacturer narrative:
The reason for this revision surgery was to address scar tissue issue in the patient's joint after 5.5 months of use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint against lot number 318n1000. This is the first complaint filed against this part and lot number. The event is deemed to be non-product related and the root cause was patient issues with scar tissue buildup in the joint. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to scar tissue.